Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold and opening on radius. Leak test and microscopic analysis was performed, which identified striated opening on radius. And observed, void >1 mm in non-textured valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening assessed, as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.